Manufacturer narrative:
Service engineer (se) inspected the device and replaced the breath delivery (bd) to graphical user interface (gui) cable and power supply. During repairs, the se found that the gui was unstable, so the se replaced the gui latch and rotor. The unit passed testing and operated within the manufacturing specifications. The replaced bd to gui cable and power supply have been returned for further evaluation, but the investigations have not yet been completed at this time. Once the investigations have been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while transporting a patient, the 840 ventilator generated a device alert with a two minute battery warning. The battery was reported to run out and loss of graphical user interface (gui) communication and gui timeout errors were generated. The ventilator was running on battery only and the unit was reported to be inoperative. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Evaluation code - conclusion. Device evaluation summary: the following parts were returned for failure investigation: 1. Breath delivery (bd) to graphical user interface (gui) cable 2. Condor power supply the condor power supply was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. The bd to gui cable was returned for failure investigation. A visual inspection of the returned part was conducted and a slight indentation was observed on the outer insulation of the cable about 17cm from the gui connector plug, near the position where the cable would exit from the gui housing. The gui to bd cable the unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The vent alarmed immediately with a 'settings locked out' message on the gui screen indicating no communications between the graphic user interface (gui) display and the breath delivery unit (bdu). When the cable was manipulated, communication was restored temporarily between the gui and bd pcbs indicating an intermittent break in the cable. While it is not possible to accurately determine the precise cause of the cable break the most likely cause is excessive flexing or sharp bending of the cable, over time, near the point where the cable exits the gui housing. If information is provided in the future, a supplemental report will be issued.